Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Radiographic images provided confirmed the alleged event. It is unknown if patient followed post-operative activity restrictions. The root cause of screw back out is unknown at this time. No further investigation can be completed at this time. Potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques...". Remains in-situ.

Event description:
On (B)(6) 2018, patient underwent an extreme lateral interbody fusion procedure with posterior fixation at levels l3-l5. Post-operative radiographs revealed screw back out and rod migration. No revision procedure will be performed at this time as the surgeon decided to leave in-situ. No patient injury has been reported.